Event description:
Tech alleged that the head section will not go up. No alleged injury by account.

Manufacturer narrative:
The tech found that the head up valve is stuck. The tech replaced the head up valve to resolve the issue.